Event description:
Carefusion system sales consultant was at facility doing compliance rounds and was given an administration set for investigation. Customer reported having multiple air-in-line alarms with no air seen. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of a malfunction was confirmed. The set was visually inspected and no leaks or other anomalies were seen. During functional testing a leak in the silicone segment was observed and under the microscope a tear in the tubing and crush marks on the upper fitment were noted. The root cause of the malfunction was a tear in the silicone segment which resulted in a leak. The cause of the tear was not identified. Although lot number is unk, the smartsite laser number indicates this set was built between (B)(4), 2010. The exp date would be (B)(4), 2013.